Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing found no issues. No action was taken.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device failed the accuracy test three times. The event occurred during preventive maintenance testing. There was no patient involvement. It was stated that this issue is related to physical damage/abuse. The unit was dropped.